Event description:
The customer reported to (B)(4) regarding one 3000ml viaflex empty container in which the port tore off from the bag during weighing. This was observed before patient use. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is preamendment; therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The automix connector extension assembly was observed to be separated from the container. The sample does not meet the requirements established for this product as the tubing insertion was measured and was under the specification limit. The root cause of the reported condition was unidentified. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.